Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2016; t510c27 tissue valve implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection and pocket erosion. The patient's right atrial (ra) lead and left ventricular (lv) lead were explanted while the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead remained implanted during antibiotic therapy. A replacement system was later implanted and the crt-d and rv lead were removed. No further patient complications have been reported as a result of this event.